Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio observed that the reported event code was logged on a previous date, but was not repeatable. Physio replaced the main keypad assembly as a precaution. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main keypad assembly in a test device and verified the reported issue. The shock switch measured a high resistance which caused the reported issue.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation energy. The customer advised, that when the shock button was pressed to deliver the energy, the device would disarm and dump the energy charge internally. The customer indicated that this happened consistently at the 100, 300 and 360 joule settings, and intermittently at 200 joules. When this occurred their device service indicator was illuminated and their device logged an event code in the device¿s memory that is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611/18/2019-001c is relevant to the reported issue.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation energy. The customer advised, that when the shock button was pressed to deliver the energy, the device would disarm and dump the energy charge internally. The customer indicated that this happened consistently at the 100, 300 and 360 joule settings, and intermittently at 200 joules. When this occurred their device service indicator was illuminated and their device logged an event code in the device¿s memory that is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.